Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician shuttled down, the physician could not withdraw the sheath to complete the deployment, because the catheter/shuttle handle locked onto the wire. The physician removed the device, and converted the patient to 15 minutes of manual compression. Hemostasis was achieved, with no reported complications. The patient was ambulated and discharged to home the same day, with no reported clinical sequela. We are awaiting information on the duration of manual compression.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle and the sealant sleeve was pulled back against the shuttle. When an attempt was made to retract the shuttle, significant resistance was noted. Subsequent to unsheathing, blood was observed on the full length of the sealant. The grip tip sealant was adhered to the distal end of the shuttle cartridge along with the dried blood. The advancer tube was engaged to the proximal tamp lock. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be determined. The review of the lhr (lot f1217804) indicated that the device lot met all established performance criteria prior to shipment.